Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction mentioned on b5 was found during the device evaluation. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU). Based on the results of the investigation, the presumed cause and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope had foreign material in the nozzle. There were no reports of patient harm.